Event description:
Reportable based on analysis completed on 18-october-2018. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and watchman laa closure device & delivery system (wds) were used. During the procedure, they were two anterior curve access systems that kinked while in the patient's body. The physician had gone transseptal, and prepped the first anterior curve access system and inserted it into the body. The physician was attempting to manipulate the access system with a pig tail catheter in place into the laa when a kink was noted in the proximal portion of the was outside of the patient's body. The was exchanged for another was. The second was inserted into the patient's body and manipulated into the appendage. A 21mm watchman device was prepped. As the physician was inserting the device into the access system, resistance was met and the watchman delivery system accordioned on itself inside the access system. The delivery system was removed from the body and damage was noted to the system. The watchman access sheath was then removed from the body and another kink was noted in this sheath as well. Another was prepped and the case continued. The case was ultimately terminated due to difficult anatomy of the appendage and no closure device was left in the patient. The patient experienced no adverse events from these events. However, the device analysis revealed inner liner delamination. Device evaluated by MFR: the returned product consisted of the watchman access system (was) with the related complaint device. The device was bloody. The hub, sheath, and tip were microscopically and visually inspected. Inspection revealed numerous kinks in the sheath and tip damage (delamination). The damage to the device is consistent with being used in a procedure. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.